Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02205.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils, pod packing coils (pod pcs), and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician advanced a pod coil into the target vessel but it became unraveled while moving in and out of the target location. Therefore, the pod coil was removed. Next, the same issue happened with a pod pc. Therefore, the pod pc was removed. The procedure was completed using another pod pc and the same lantern. After successful completion of the procedure, the physician inadvertently broke the distal tip of the lantern while manipulating it on the back table. There was no adverse effect to the patient.